Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had diminished sensing. The patient had symptoms of presyncope. The lead was found to have dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.